Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The caregiver called 911 and the patient was taken to the hospital. The patient experienced hypoglycemia and fell to the floor, she was light headed, dizzy, flickering lights in vision. When the paramedics arrived, they took a bg reading which was 44 mg/dl and the cgm reading was 85 mg/dl. She was treated with glucose liquid and taken to the hospital. While in the ambulance, she was treated again with IV glucose. Upon arrival at the hospital, they took a bg (no value reported) and performed a CT scan for her shoulder and arm and she was given pain medication. Two hours later, she was discharged from the hospital. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available.